Event description:
It was reported that the customer had an unspecified cartridge issue. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.